Event description:
Patient presented with a dislocated patella 3 weeks post tka. The patella was not resurfaced during the index procedure which was (B)(6) 2015. Dr. (B)(6) was unable to bring the patella into position in the trochlear groove. He resurfaced the patella and downsized the femur from a size 8 to a size 7. Today we revised the left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and further information were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding patella tracking issues involving a revision to downsize a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the component was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that no other similar events for this lot were reported. Conclusions: this event cannot be confirmed with the limited information provided. The cause of the event could not be determined without further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Patient presented with a dislocated patella 3 weeks post tka. The patella was not resurfaced during the index procedure which was (B)(6), 2015. Dr. (B)(6) was unable to bring the patella into position in the trochlear groove. He resurfaced the patella and downsized the femur from a size 8 to a size 7. Today we revised the left knee.